Event description:
Reporter alleged obtaining the results of 11 mg/dl, 11 mg/dl, 11 mg/dl and 89 mg/dl back to back within 10 minutes on the compact plus system when testing was performed within 10 minutes. Reporter stated that he self-treated with orange juice. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter doesn't have any strips left, so no product will be returned for evaluation.